Manufacturer narrative:
The distributor confirmed that the reported issue was resolved and the AED is functioning as designed and can stay in service.

Event description:
An international distributor reported their customer's AED would not power on. The customer did not report this occurring during patient use.